Event description:
The pt had a dual lumen central line with tpn infusing to one port and pca to the brown port. Pca discontinued 6/3. When tubing from pca to catheter hub was separated, male end of tubing broke off into hub, rendering this port of catheter useless.